Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient reported it was not working, they had them turned off because they were not working. The patient stated they went in for reprogramming numerous times. It was also reported the patient was having problems with their bowels. The patient was helped dial their voltage to zero and confirmed the ins's were off so they would be ready for an MRI. The MRI was noted as unrelated to device/therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient contacted the hcp office on (B)(6) 2017, but did not inform them of this issue.